Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's father reported that, at night his child's blood glucose level raised and when they look they noticed that the patient was not getting insulin as side on the part that goes into the cannula, did not lock in properly. The site location was patient's abdomen. No further information available.